Event description:
Intraoperatively, some of the remote monitors were noted to be blank in the or. The monitors came back online spontaneously and then md was able to reproduce problem by flexing cable on the extension rack module with biomed in room.biomed assessment: replaced and tested with a new module. Removed the defective module from inventory.